Manufacturer narrative:
On (B)(6) 2016 04:53 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped delivering energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical use and slight evidence of blood. No nonconformance was observed. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test. The device energized and then shut off on the first attempt at the precautery test. The test was repeated another 9 times and the device failed to energize. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The heat shrink at the switch terminal was carefully removed to observe the solder joint. The input wire that runs from the jaw of the hemopro to the left switch terminal dislodged once the heat shrink was removed. Solder reside was observed on both the switch terminal and on the wire. The adjacent wire was soldered correctly; however the it appears the input wire from the hemopro jaw was soldered onto the heat shrink of the adjacent wire. There was an obvious void in the area where the solder ended and the heat shrink of the adjacent wire begins. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The root cause is a manufacturing error. Manufacturing process instructions which documents a good solder joint is attached to the record. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed. The root cause is a manufacturing error; improper solder joint. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro stopped delivering energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.